Event description:
It was reported that t:slim x2 pump battery would not charge and customer saw power source alerts on pump history. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of original tandem charging cable, wall adapter, and working outlet, left pump connected for at least 30 minutes until charging resumed, and did not need to change charging supplies, with no additional information received regarding further outcome.